Manufacturer narrative:
A saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 12 atmospheres during the initial inflation. It was replaced with a non-cordis device and the procedure was completed successfully. There was no patient injury. The device was discarded in the hospital. The lesion was in the left superficial femoral artery which had severe calcification and stenosis. A guiding sheath (6f 30cm destination, terumo) was used and an ipsilateral approach was made. A guidewire (235cm cruise, asahi intecc) crossed the lesion. Then the saber balloon was inserted. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis as it was discarded in the hospital. A product history record (phr) review of lot 17562458 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis, the reported ¿balloon-burst - at/below rbp¿ could not be confirmed and the exact root cause could not be determined. Vessel characteristics, such as severe calcification and stenosis, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Concomitant medical products: guiding sheath (6f 30 cm destination, terumo)guidewire (235 cm cruise, asahi intecc)cutting balloon (4 mm*1.5 cm, boston scientific). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. The saber rx device is not sold in the us but it is similar to saber pta catheter that is sold in the us.

Event description:
A saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 12 atmospheres during the initial inflation. It was replaced with a non cordis device and the procedure was completed successfully. There was no patient injury. The device was discarded in the hospital. The lesion was in the left superficial femoral artery which had severe calcification and stenosis. A guiding sheath (6f 30 cm destination, terumo) was used and made an ipsilateral approach. A guidewire (235 cm cruise, asahi intecc) crossed the lesion. Then the saber balloon was inserted.